Manufacturer narrative:
P-cap or reservoir locks properly into place. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0861 inches. No unexpected insulin flow blocked alarm or no under delivery anomaly noted during testing. Device received with pillowing keypad overlay, minor scratches on case, cracked case (battery tube) and cracked battery tube threads. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose readings were 435, 498, 551, 484, 480, 341 and 570 mg/dl. Customer¿s other blood glucose level was 500 mg/dl. Customer was treated with manual injection. Customer was not using auto mode. The insulin pump will be returned for analysis.